Event description:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under the "contrast" button contact and the "up" and "contrast" button contacts were found to be misaligned. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: contamination was observed under the "contrast" button contact and the "up" and "contrast" button contacts were found to be misaligned. The keypad was found to be intact. All of the keypad buttons were found to be responding during evaluation.